Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9077703. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. It is possible that this defect can occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. At the manufacturing of the needle assembly there is an automated inspection system to inspect 100% for clogs. We will continue monitoring this lot and this symptom. Further action has not been determined necessary at this time.

Event description:
It was reported that bd precisionglide¿ needle was blocked on 6 occasions during use. The following information was provided by the initial reporter: material no. 305110 batch no. 9077703. It was reported that needles have a blockage. Event description per email states: contact reported multiple needle issues since beginning of june. Says that it appears like the needle tips have a white blockage in them prior to filling, and prevents insulin from going through the needle. Number of occurrences: 6. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required. Cts replacing needles and syringes with cartridges. No further action required.